Event description:
The contact called for help in resetting the customer's meter to mg/dl. The contact stated, the customer did not adjust medication or allege any adverse events due to the mmol/l readings. He was able to reset the meter to mg/dl, and no product will be returned.